Manufacturer narrative:
A lead revision was subsequently performed and the lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was exhibiting impedance measurements greater than 2000 ohms and no capture. Fluoroscopy noted what appears to be a fracture between the lead tip and the ring electrode. The patient is asymptomatic. The clinical observations have been communicated to the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.